Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('significant abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("meno-metrorrhagia with cycles 3 times a month"), menometrorrhagia ("meno-metrorrhagia with cycles 3 times a month"), dyspareunia ("deep dyspareunia in contact with the uterus") and adenomyosis ("adenomyosis was also evoked"). The patient was treated with surgery (salpingectomy associated to hysterectomy (ovaries kept)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, polymenorrhoea, menometrorrhagia, dyspareunia and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dyspareunia, menometrorrhagia and polymenorrhoea with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('significant abdominal pain'), menometrorrhagia ('meno-metrorrhagia with cycles 3 times a month') and dyspareunia ('deep dyspareunia in contact with the uterus') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, rhinoplasty, endometriosis and uterine ablation. Concurrent conditions included adenomyosis. In 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis was also evoked"). The patient was treated with surgery (salpingectomy associated to hysterectomy (ovaries kept) and essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menometrorrhagia, dyspareunia and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dyspareunia and menometrorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Most recent follow-up information incorporated above includes: on 19-jun-2019: essure device removal questionnaire. Essure removal through laparoscopic hysterectomy with ovaries retained and salpingectomy due to adverse events: meno-metrorrhagia, dyspareunia and abdominal pains. Outcome unknown. Historical conditions also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('significant abdominal pain'), menometrorrhagia ('meno-metrorrhagia with cycles 3 times a month') and dyspareunia ('deep dyspareunia in contact with the uterus') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, rhinoplasty, endometriosis and uterine ablation. Concurrent conditions included adenomyosis. In 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis was also evoked"). The patient was treated with surgery (salpingectomy associated to hysterectomy (ovaries kept) and essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menometrorrhagia, dyspareunia and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dyspareunia and menometrorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Most recent follow-up information incorporated above includes: on 19-jun-2019: essure device removal questionnaire. Essure removal through laparoscopic hysterectomy with ovaries retained and salpingectomy due to adverse events: meno-metrorrhagia, dyspareunia and abdominal pains. Outcome unknown. Historical conditions also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.